Manufacturer narrative:
Investigation summary: this memo is to summarize findings on your recent complaint: (B)(6) regarding bd columbia agar with 5% sheep blood, catalog number: 254005, lot number: 4274492 with respect to contamination. Event description: it was reported that the product was found to be contaminated after planting. Complaint history review: the complaint history was reviewed for a 12-month period, and similar complaints were identified for this catalog number. Batch history record (bhr) review: the batch history record for the respective batch was reviewed. No deviations from the validated processes were registered. In addition, the product passed qc release testing without any deviations. Sample analysis: the retain samples were reviewed and no contamination was observed. Return samples were not provided by the customer. A picture was provided by the customer showing contamination on plates. Evaluation summary: based upon our investigation, we have excluded any systemic failure in our manufacturing process. No deviation could be detected neither during the review of the samples nor during the review of the production record. Based on the shared picture however, the complaint is confirmed for biological contamination. This product does not have an sal (sterility assurance level) claim. It is filled aseptically; however, an occurrence of a contamination event cannot be entirely ruled out. Investigation conclusion: based on the evaluation and the provided picture, the complaint is confirmed for biological contamination. Bd has received similar complaints and to formally address and investigate the issue, a corrective and preventive action (CAPA) has been initiated. Bd regrets the inconveniences you have experienced due to this issue and will continue monitoring incoming similar complaints.

Event description:
It was reported while using bd bbl columbia agar with 5% sheep blood that an unspecified number of plates had biological contamination. The results were obviously a contaminant, and the samples were inoculated on new plates. There was no further health impact or consequence reported.